Event description:
Edwards received notification that a valve model 7300tfx implanted in the mitral position was showing signs of early degeneration (significantly increased gradients and high pulmonary pression) after an implant duration of approximately three (3) years. The patient was noted to be currently doing fine. Re-do has been considered.

Manufacturer narrative:
The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a valve model 7300tfx implanted in the mitral position was showing signs of early degeneration (significantly increased gradients and high pulmonary pression) after an implant duration of approximately three (3) years. The patient was noted to be currently feeling good and showed no significant clinical symptoms. A re-intervention has been planned.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections b5 and h6. The device history record (DHR) review could not be performed because the serial number remained unknown. Despite due diligent attempts to receive further information regarding this event, no additional information was received from the customer. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. Based on the information available, a definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.